Manufacturer narrative:
This MDR is result of a retrospective review of complaints. User was not happy with the scarring and removal procedure. As per the user request the sensor was successfully removed on b)(6) 2020. No additional investigation found necessary.

Event description:
On b)(6) 2020,senseonics was made aware of an adverse event that user was not happy with the removal process and that he had scarring at the insertion site due to the procedure; he wanted the sensor out.